Event description:
Surgeon scheduled poly swap. Upon removal of old poly, examination of old implant revealed that the post had broken and the implant showed signs of wear.

Manufacturer narrative:
This report will be amended when our investigation is complete.